Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. The patient's right ventricular (rv) lead was noted to be capped and replace on (B)(6) 2015 from a previous procedure and the hospital had no record for further investigation. The patient was in stable condition.